Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured an electrostatic discharge (esd) event on 07may2024 at 12:42 pm causing the pump to reset. The pump was off for approximately 3 seconds during these resets. The patient was noted to be doing fine with no adverse events. The patient's daily routines were discussed however nothing concrete was found that could increase the potential of an esd event. Pump investigation revealed the driveline appeared to have been disconnected from the system controller causing a pump stop.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed via analysis of the submitted log file. The reported event of a driveline disconnect alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 2 hours of data ((B)(6) 2024 from 12:06:18 ¿ 14:43:03 per the timestamp). The log file captured intermittent low voltage advisory and power cable disconnect alarms on (B)(6) 2024 from 12:37:07 to 12:41:01 due to the relative state of charge (rsoc) voltage fluctuating, causing the rsoc voltage to drop to as low as approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on the black power lead. The log file also captured the driveline being disconnected on (B)(6) from 12:42:57 to 12:43:03. Upon reconnecting the driveline on (B)(6) 2024 at 12:43:04, the pump ramped up to the set speed without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 28aug2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect, low voltage advisory, and driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.